Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported getting inaccurate readings with the sensor. Customer's blood glucose level was 94 mg/dl and the sensor glucose reading was 66 mg/dl that triggered the insulin pump to suspend. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.